Event description:
Received information stating that due to a ventilator malfunction patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction and replaced the battery. The ventilator passed all testing.